Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, while the tissue was held in jaws, the device was unable to be fired and the handle was unable to be squeezed. A new applier and reload were used in order to complete the case. No patient injury.